Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. The device has not been sent to bd facility for repair. The issue still exists, and they were waiting for an update from the customer. No patient involved. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was failure to decrease the water temperature of the arctic sun device and alarm code 113 (reduced water temperature control) was activated. Per follow up information received via mail on 27mar2025, the device has not been sent to bd facility for repair. The issue still exists, and they were waiting for an update from the customer. No patient involved.

Event description:
It was reported that there was failure to decrease the water temperature of the arctic sun device and alarm code 113 (reduced water temperature control) was activated. Per follow up information received via mail on 27mar2025, the device has not been sent to bd facility for repair. The issue still exists, and they were waiting for an update from the customer. No patient involved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was failure to decrease the water temperature of the arctic sun device and alarm code 113 (reduced water temperature control) was activated.